Event description:
It was reported that there was a shocking or jolting sensation. The reporter noted that the patient was getting pain in the low back area when stimulation was on and no matter where the lead was programmed for both leads. It was noted that the patient would get the coverage where she needed it but as soon as the stimulation went above 3.5v, the pain in the low back came back. The patient was programmed about a month following a lead revision and second lead implant in (B)(6) 2013. During that visit, the patient felt pain in the low back area and the implantable neurostimulator (ins) was turned off at that point. On the day of the report, the patient met with the manufacturing representative for a reprogramming. It was noted that impedance measurements were normal. Impedances were retested at the contacts that were in the 800¿s range but as soon as it hit 3.7v, the patient was having pain in the low back again.

Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 3550-29, lot# n321204, implanted: (B)(6) 2012, product type: accessory. Product ID: 97791, lot# n382291, implanted: (B)(6) 2013, product type: accessory. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: lead. (B)(4).